Event description:
Contaminated deroyal pack it's a vascular pack ref# (B)(4) lot#54552741 exp 12/1/2023 some black specs were found within the packs on some basins I have those and the paperwork that I will bring to quality. Packing list and basins with contaminants given to deroyal rep for return for analysis.